Event description:
A customer reported that during a cataract procedure, the system's occlusion alarm kept sounding even though there seemed to be no occlusion. The phaco handpiece, phaco tip, and cassette were exchanged, but the issue remained. The pt's cataract was not unusual. The surgeon was able to complete the case; however, it took a lot longer. There was no pt harm.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).